Manufacturer narrative:
Additional info: lot# - 25144020 internal complaint number: (B)(4). Autonumber: (B)(4). The device was returned to the factory for investigation. Signs of clinical use was observed. There were light specs of blood detected on the heater wire via microscopic analysis. The silicone coating on the jaws were examined, and showed no signs of cracked or peeled areas. The heater wire was observed to be slightly flexed at the center, with no detachment at the tip or base of the hot jaw. There were no other visual defects detected. Based on the returned condition of the device, the reported failure "peeled jaw" is not confirmed, however the analyzed failure "material twisted/bent; wire" is confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, a small piece of plastic came through the tunnel when they advanced the bisector into the patient. They were able to retrieve endoscopic and no adverse outcome to patient. A replacement device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, a small piece of plastic came through the tunnel when they advanced the bisector into the patient. They were able to retrieve endoscopic and no adverse outcome to patient. A replacement device was used to complete the procedure.